Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 39 mg/dl. The customer was treated low blood glucose level with food. The customer was wearing the insulin pump within 48 hours of event. Insulin pump was over delivering. Insulin pump had insulin flow blocked alarm and it was resolved by complete set change. Insulin pump was not on auto mode. Displacement test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No drive/motor anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had scratched display window cover, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).